Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door had failed. A field service engineer (fse) dialed in and logged into the hardware test application and was able to open the tower doors. Tss then rebooted to the application. Once the application launched, fse informed the customer shut the doors and then recover door 3. This was performed three times to clear the failed hardware. The customer then logged in and successfully recovered the failed storage space. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a hardware failure occurred in which tower drawer 3 had all pockets fail. The customer attempted recovery, but there was nothing available to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.